Event description:
It was reported that a large volume infusor underinfused. The reporter stated that infusion was expected to infuse in 46 hours; however after three days of the infusion, solution remained in the device. The device was filled with an unknown solution. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.